Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing noise and an alert was triggered. The lead was additionally undersensing intrinsic r waves. It was also reported that the implantable cardioverter defibrillator (ICD) may have inappropriately classified the undersensed intrinsic r waves as noise rather than a ventricular fibrillation (vf) episode, which led to therapy being withheld. The lead and device remain in use. No patient complications have been reported as a result of this event.